Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had an administration set that was leaking from the spike area. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effect due to the complaint. (B)(4).